Event description:
A report was received form a biomedical engineer that the device experienced code ut0002 (bus error/access fault). The biomedical engineer was unable to confirm if the device was in use on a patient when the error code occurred. Multiple attempts have been made to obtain additional information regarding patient involvement; however, no additional information has been received.

Manufacturer narrative:
Customer service engineer (cse) spoke with the biomedical engineering at the user facility and suggested running a short self-test (sst), extended self-test (est), performance verification testing (pvt) and exercising for 24 to 48 hours. Multiple attempts have been made to obtain the outcome of the testing; however, no information has become available. In the event that additional information is obtained, a supplemental report will be submitted. (B)(4).